Event description:
Reporter alleged obtaining a discrepant blood glucose result of 57 mg/dl with a "hypo" indicator message back to back with a result of 136 mg/dl on the advantage system when testing was performed less than 10 minutes apart. Reporter stated that he drank coffee in between the two readings and took his morning dose of 15 units of insulin r. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.